Manufacturer narrative:
Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested.

Event description:
A customer reported that after cracking the lens during a laser assisted cataract procedure the surgeon noticed a tear in the bag from the anterior capsule around to the posterior capsule. The surgeon was able to removed the cataract. An anterior vitrectomy was performed and an intraocular lens was placed in the sulcus. Additional information has been requested.